Event description:
It was reported that during a prostate procedure, the first fiber was observed to forward fire. The fiber was exchanged and the second fiber was reported to forward fire also. The procedure was completed with a third fiber with ¿no injury¿ to the patient. This report is for the second fiber used.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild detritus adhesion; there is misalignment of the metal cap output window with the red stop sign; the metal cap is not loose within the outer flow tubing. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the product complaint of " fiber tip came off" could not be confirmed; a fiber/glass cap fracture was observed; the probable root cause of this failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.